Event description:
Information was received from a consumer regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the patient shut her therapy off last year (2016) before the holidays, and that was probably around the time that they last charged their device. It was reported that they had been trying to get the therapy back on and the patient programmer (pp) kept showing ¿funny icons¿ so they were not able to do so. It was reported that this began in the beginning of (B)(6) 2017 (the (B)(6) or so). When the patient used the pp on the call for troubleshooting, it showed the informational screen, ¿pp batteries are low¿ (occurred on (B)(6) 2017). It was reviewed with the patient on how to clear it, but it then showed the ¿sync now¿ warning screen. It was reported that the patient tried to sync, but then there was nothing on the screen. The screen went blank. The patient stated that they replaced their batteries and they were brand new alkaline batteries that her husband tested for them. On the call, they inserted another set of batteries form the same pack as the previous batteries, but it showed nothing on the screen. It was suggested that the patient buy another pack of brand new alkaline batteries. Patient services had the patient use their recharger (insr) on the call and it showed the reposition antenna screen on (B)(6) 2017. They asked if the patient had seen a poor communication screen prior to the call today but they stated that they did not think so. It was suspected and discussed with the patient that the ins might be in overdischarge and the patient agreed it might be overdischarged. The patient was redirected to follow-up with their healthcare provider (hcp) to contact a manufacturing representative. There were no symptoms reported. Additional information was received from the health care professional (hcp) on (B)(6) 2017 reporting that the implantable neurostimulator (ins) was overdischarged. The patient programmer was functioning properly. The patient was seen at the health care professional (hcp) office on (B)(6) 2017. The battery was trickle charged for 1 hour without success. The patient was sent home with instruction to repeat trickle charge 2 more times and to call a manufacturer representative. The manufacturer representative called the patient on (B)(6) 2017 for an update. The patient repeated the trickle charge 4 times and still was unable to charge the ins. The hcp was notified. Patient would be scheduling an appointment with the hcp to discuss replacement of the ins. Patient weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that a second attempt was made to recover the patient¿s ins from overdischarge on (B)(6) 2017, but the attempt was not successful. It was determined that surgical replacement was needed. The patient is currently unable to find a doctor in their area to do the operation, but they are continuing to look to get a replacement done as soon as possible. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that it is unknown if the patient will have a surgical intervention to resolve the overdischarge. The patient has an appointment on (B)(6) 2017, where a manufacturing representative will be present. No further complications were reported.